Event description:
A nurse reported that, during intraocular lens (iol) implantation surgery, the surgeon noticed that the iol was defective. Additional information was requested and received stating that when the lens was halfway inserted into eye when the defective edge of lens was noticed. They did not insert completely, it was removed and replaced with same model and diopter company lens. The procedure was completed on the same day with no patient harm. The patient is recovering.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).